Manufacturer narrative:
Additional information: it was reported intervention was performed as scheduled and a valiant vnmc2828c182tj stent graft was implanted to treat the iiib endoleak. Analysis summary: the reported endoleak was confirmed on the films provided however the type or cause of the endoleak could not be fully determined. Complete post-implant CT¿s were not provided for a more-in depth analysis of the endoleak. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. While the films did not allow a type ia endoleak to be ruled out, the endoleak appears most likely to have been a type iiib fabric endoleak. Fabric wear due to external abrasion from aortic calcification is a potential root cause. Analysis of the returned films did not reveal any obvious out of specification stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted for the endovascular treatment of a thoracic aneurysm. It was reported on an unknown date, follow up CT showed a suspected type iiib endoleak and a lesion in the distal side. Per the physician the cause of the endoleak is undetermined. No additional clinical sequelae were reported and the patient will be monitored.